Event description:
A company representative reported that a yukon polyaxial screw fractured intra-operatively. It was further reported that the fractured component remained in the c7 pedicle and that an additional screw was inserted adjacent in the same c7 pedicle. The procedure was completed successfully with a 30-minute surgical delay and no adverse consequence to the patient.